Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Event description:
It was noted the patient died one month following device implant. Follow up revealed the cause of death was cardiopulmonary arrest, endstage congestive heart failure, and cardiomyopathy. No autopsy was done.

Event description:
It was noted the patient died one month following device implant. Follow up revealed the cause of death was cardiopulmonary arrest, endstage congestive heart failure, and cardiomyopathy. No autopsy was done. Follow up with the physician reported the death was not related to the device or lead system. The patient was not pacer dependent.

Event description:
It was noted the patient died one month following device implant. The cause of death has been requested and not received.